Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for open package and missing safety shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that packaging for 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre-attached holder was open and missing needle cover. No injury or medical intervention.